Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h11. Corrected fields: d10. The customer contacted olympus technical assistance support (tac) via phone. Tac confirmed that the video system center was connected to the monitor in the 12g serial digital interface input in the monitor. Technical support instructed to press port a and the user noted that digital visual interface(dvi) was selected. After selecting 12g serial digital interface, the video system center displayed the image on the monitor. The issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not displaying image on the monitor. There were no reports of patient harm.